Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that when they were closing the gantry, the pendant was still saying the door was open. The site did a reboot of the system and it did not resolve the issue. The site then opened the doors completely and closed it again, which resolved the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.